Manufacturer narrative:
Pump passed the self test and displacement test. Pump error 63 alarm, variable 3, was confirmed in the formatted history file due to a cold solder joint found on the ambient light sensor(u1). The audio tone/vibrate feature on the pump functioned properly during testing. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had pump error alarm. The customer's blood glucose was 3 mmol/l at the time of incident. Self test was performed and passed. The insulin pump was returned for analysis.